Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve was broken. At the time of inserting the catheter into the patient¿s body, the hemostatic valve was broken. The hemostatic valve was physically damaged abnormally. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced. The procedure was completed without patient's consequence. Additional information was received. Air did not enter the patient¿s body. Blood return was not observed. The hemostatic valve was dislodged inside the hub. The brim cap / hub did not become detached from the sheath.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000289 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).